Event description:
During post market surveillance, abstract and poster entitled "outcomes of mitral valve replacement with a handmade valve using porcine extracellular matrix in neonates and infants", both presented at the congenital heart surgeons society annual meeting, 2021 oct 24-25 were summarized as follows: single site, retrospective study of 7 patients since may 2013 requiring mitral valve replacement (mvr) with an annulus of less than 15mm. (6 patients included in abstract, 7 in poster.) Patients received custom, handmade systemic atrioventricular valves made of sis-ecm by the physicians. This MDR is filed to report unplanned reinterventions: 4 reoperations and 1 percutaneous intervention. The patients are listed in the poster as patients# 2, 4, and 6: patient 2: the patient required a redo-mvr with a larger diameter mechanical valve. Patient 4: the patient had his ecm valve removed and a larger mechanical valve placed. Four years later, he had a second larger-diameter ecm valve placed. Patient 6: the patient started with an ecm valve, developed a hole in the anterior leaflet, received a second larger ecm mvr that has since required balloon dilation. Multiple attempts were made to contact the author to clarify what products were used. Based on the years included in the study, this MDR is filed for the aziyo product proxicor for cardiac tissue repair (formerly branded cormatrix) as this study references "porcine extracellular matrix" and these physicians are known to utilize this aziyo product in their practice. A spreadsheet is attached to show the events for these publications.

Manufacturer narrative:
Adverse events included 4 unplanned reoperations, and 1 unplanned intervention. Two of the reoperations were on the same patient #4 with four years in between surgeries. Three of the valves were replaced for "mild insufficiency" but the study does not delineate if the valve was malfunctioning or if the child outgrew the valve. Since the valve in each case was replaced with a larger valve, it is surmised that the increased gradient was likely due to the growth of the child and the need to adjust the size of the valve to accommodate the cardiac requirement. The fourth reoperation (patient 6) was due to the appearance of a hole in the leaflet, requiring replacement, and he was given a larger valve. The "unplanned intervention" was the dilation of the replacement valve (patient 6), due to an increase in gradient (regurgitation/stenosis). It is noted that per the instructions for use provided with the finished cormatrix ecm for cardiac tissue repair/proxicor for cardiac tissue repair device, under "indications for use", states it is to be used as "an intracardiac patch or pledget for tissue repair (i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.) And suture-line buttressing." In addition, the IFU states in the "warnings and precautions" section that "the device must be sutured to viable native tissue". The more recent versions of the IFU have an added statement under the "warnings and precautions" section that says, "proxicor for cardiac tissue repair product is not indicated for the construction or replacement of total valves or conduits." Therefore, because of the requirement that all edges of sutured ecm patch be made to viable tissue, this would exclude leaving a "free-edge" to simulate the commissural closure of the valve cusps. The usage in this abstract/poster for the creation of valves is an "off-label" use of the product. The IFU further lists under "potential complications" the possibility of the development of acute or chronic localized inflammation, patch dehiscence or rupture, stenosis, and undesired remodeling. The events in this article indicate that a hole formed in one leaflet, which would be equated with a "rupture" (patient 6). The other adverse event for this same patient requiring balloon dilation was reported as due to "increasing gradient".